Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device 's display was not legible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complaint alleged that while attempting to treat a patient (age & gender unknown), the device's front enclosure was cracked.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation with a crack in the front enclosure, but the display was fully readable. The front enclosure was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.